Manufacturer narrative:
Unit passed displacement and self-test. No unexpected pump error 15 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple error 15 in history file on 10/03/2025 12:02:09.000, 10/03/2025 12:02:29. File number: 38, line number: 442 possible hw error. Unit was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube thread, label damage. In conclusion, no pump error 15 alarm during testing. Pump error 15 alarms in files history due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack at the battery tube side, erased labeling on the back and received pump error 15 (the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump¿s functionality. Troubleshooting was performed for labeling/packaging and the serialized device would be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.